Event description:
It was reported that difficulties were encountered with device placement involving two (2) size 6 fen, fenestrated low pressure cuffed tracheostomy tubes. Additional problems were also reported indicating that patient experienced air leakage after placement which resulted in breathing difficulties. Limited information was available regarding the patient, event and devices. It is unknown what type of tracheostomy maintenance is performed. It is also unclear as to how long the devices were in use when the air leakage problems were encountered. The involved size 6 fen devices were discarded and as such are not availalbe to be returned to the manufacturer for analysis and investigation.